Event description:
On (B)(6) 2012, a patient underwent a da vinci si surgical procedure on his stomach at (B)(6) medical center, which reportedly took 6.5 hours to complete. The patient also had his hiatal hernia repaired. The patient alleges that post surgery, he continues to have pain in his stomach and issues with keeping his food down. Late submission of this report is due to a data entry oversight by customer service.

Manufacturer narrative:
The surgeon who performed the patient's da vinci si surgical procedure indicated that the system did not malfunction during the case. Despite multiple requests, the surgeon has not provided intuitive surgical with any more information. A follow-up medwatch report will be submitted if additional information is received.

Manufacturer narrative:
Corrected information can be found in section type of reportable event. Initial MDR was inadvertently sent with incorrect information in type of reportable event.